Event description:
The pt sustained a minor laceration to the forehead when the external portion of the plastic casing on the titanium head fixation pin broke, and the pt's head slipped. This is the second incident of breakage to occur within the last month.